Manufacturer narrative:
Additional/updated information was added to reflect the bed being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld that attaches the ratchet to the frame was broken on the right side. An expanded evaluation was performed. The expanded evaluation report confirmed that the weld where the small tab at the bottom of the manually adjustable foot section bracket met the underside of the bed frame had broken causing the bracket to become disconnected from the bed frame. The underlying cause of the broken weld could not be determined.

Event description:
The weld where the ratchet connects is broken and this weld is connected to the frame which can not be replaced or repair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The weld where the ratchet connects is broken and this weld is connected to the frame which can not be replaced or repair.